Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Medical staff reported rupture of the left device diagnosed by MRI. The device has been explanted and replaced.

Event description:
Medical staff reported, rupture of the left device. Diagnosed by MRI. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Additional observations: brown particles on the surface of the shell observed, wear abrasion observed, deformation observed.